Event description:
It was reported that the insulin pump had a cracked display screen after it had been dropped. The blood glucose reading was 72 mg/dl. The customer stated that his belt clip broke, causing the insulin pump to fall and hit the ground. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.